Event description:
A malfunction, identified by the code malf 12, was reported, but there were no notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction appeared again, which the customer understood.